Event description:
The blade fell out and dropped into the wound.

Manufacturer narrative:
The blade met the min spec per drawing and when functionally tested with a conmed pencil, the blade fit tightly. The possible cause of the reported event could be that the blade was not fully inserted into the pencil before use or the collet in the pencil that was used with it was expanded allowing a loose fit.